Event description:
During a ptca/stenting treatment procedure, the maverick2 monorail balloon ruptured at 14 atms on the first inflation. The pt was asymptomatic during this event. The lesion being treated was a mildly calcified, 65% stenotic lesion in the left circumflex coronary artery. The physician used a 7fr introducer sheath for vascular access, a 6f guide catheter and a bmw guide wire to cross the lesion. The maverick2 monorail balloon was being used to pre-dilate the lesion for placement of a cypher stent. The maverick2 monorail balloon was removed and replaced with another balloon of the same type to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.